Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the pt underwent surgery to have the battery tacked back down as it had "moved" a little. Following the surgery, the pt experienced persistent numbness and tingling in the right arm and weakness in the legs. The pt stated that the stimulator can be turned up in intensity, but it was not tolerable at an amplitude of more than 3.0 volts. It was further reported that the stimulation was irritating the pt's back and legs. The pt thought that the stimulation was turned up too high. The stimulation was turned down that the pt felt better, but still felt irritation. The pt noted having had the best rest in weeks, after having turned off the stimulator overnight. The stimulator was then turned on one volt, and the pt received some relief again. Troubleshooting was performed showing all impedances within tolerances. A reprogramming of contacts produced better coverage in the pt's back and legs. The rate was also adjusted. The pt further complained of the ipg sticking out too far. It was visible from the top through the pt's shirt. The ipg pocket was noted as not being red, infected, or painful. The pt's physician suggested the pt wear an abdominal binder for two weeks. Add'l info was requested but not available at the time of this report. Add'l info will be filed as a f/u report as it is received.